Event description:
It was alleged that during use on a pt an overinfusion occurred. It was noted that the pt was receiving an epinephrine drip and the roller clamp failed to stop the flow when closed. There was no resultant pt consequence.